Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported that in 2009 the intra-aortic balloon (iab) was inserted via a sheath. The pump alarmed "a gas leakage" and the "pump failed to start." The md removed the iab and inserted another iab. "The pump started with no problem." The patient was moved to the intensive care unit and passed away. A request was made for more information about the event.